Event description:
It was reported that revision surgery was performed for reasons unknown. Additional information has been requested.

Manufacturer narrative:
All critical interlocking dimensions were checked. No features were found to be out of the print specification.